Event description:
This complaint is now reportable based on analysis completed on 08/26/2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulty occurred. The stenosed lesion of unk percentage being treated was located in the severely calcified left anterior descending (lad) artery. The physician attempted to place a taxus liberte stent. During the procedure, the physician was unable to cross the target lesion. The procedure was not completed due to this event. No pt complications were reported. Pt condition is reported as "stable". However, the returned product analysis of the 2.25x32mm taxus liberte stent revealed proximal stent damage.

Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. The proximal stent strut rows 1 and 2 were raised and misaligned. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The mfg records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).